Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl; cause was unknown. Customer alleged that the pump delivered too much insulin during a bolus; however, following multiple follow up attempts the customer did not respond, and the alleged root cause could not be confirmed. Customer consumed carbohydrates, drank orange juice and coke, and ate cookies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.